Event description:
It was reported that during an unk procedure, the clips would not advance. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Misassembled hoop spring. Eval summary: the analysis results for the mcs20 instrument confirmed that it was returned non-functional. The device was noted to have the hoop spring misassembled not allowing the remaining clips to advance. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.